Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented to the hospital feeling dizzy on (B)(6) 2018. The right ventricular lead could not pace. The patient did not undergo replacement procedure due to patient's personal reasons. On (B)(6) 2018 an x-ray confirmed that the right ventricular lead was damaged. During the procedure the atrial lead was also found damaged. Both leads were explanted and replaced. The patient's condition post procedure was stable and patient recovered and discharged home.